Manufacturer narrative:
All available information was investigated and the reported difficulty opening the clip, difficulty closing the clip, and clip jumpiness could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficulty opening the clip, difficulty closing the clip, and clip jumpiness. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 2-3. During preparation of the clip, it was noted that it was difficult to open and close. It did not move rotating the arm positioner and then jumped open to about 160 degrees. The physician decided to exchange the cds and use a new one. One clip was implanted, successfully reducing mr to a grade of <1.